Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Therapy was restored using burst.

Event description:
Additional information received indicated patient had a surgical intervention on (B)(6) 2021 wherein the leads were moved back due to migration.

Event description:
Related manufacturer reference number: 3006705815-2021-04590. It was reported that the patient was experiencing ineffective coverage of pain relief from the time of implant. Several attempts of trouble shooting were unable to resolve the issue. X-rays indicated that one lead had migrated as well. As a result, surgical intervention may take place in the near future to address the issue. It is unknown which lead is related to the issue. Therefore, both the leads are reported.